Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the error log. The fse checked the reagent cup-tip lane home sensor (s050) of the pib board and found a loose wire. The fse resoldered the wires to the sensor, resolving the issue. The fse verified the resolution by performing alignments for the cup tip lane and ran controls without error. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through the aware date. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4113] reagent (test) cup-tip lane home overrun cause: the home sensor activated improperly after movement of the reagent (test) cup-tip lane. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a loose reagent cup-tip lane home sensor (s050) wire of the pib board.

Event description:
A customer reported ¿4113 test cup-tip lane home overrun¿ error on the aia-2000 analyzer. The customer stated no obstructions were observed, the tip tray area was clear and the tips were seated properly. The customer attempted to perform an all-set-home, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg) and hcg (human chorionic gonadotropin). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.